Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the outback elite (120cm re-entry) was used and punctured the vein causing a fistula. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Additional information received indicated that the procedure performed was an elective interventional procedure/superficial femoral artery (sfa) intervention. The cause of the vessel perforation was reported to be the outback device. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). The product was prepped per the instructions for use (IFU). The products, or any of the other devices used with it been were not re-sterilized. No excess force was used during insertion. The access site was reported to be femoral and pedal. The sfa target lesion was reported to be: occluded (the percent stenosis was not provided), calcified, and not tortuous. The target lesion was not pre-dilated. The device did pass through any acute bends or tortuosity which were described as slight tortuosity. There was no difficulty crossing the lesion or difficulty tracking through the vasculature. The device was removed intact. No anomalies/kinks/bends were noted on the device after it was removed. A covered stent was used to treat the perforation and complete the procedure. The patient outcome was reported to be restored artery. The product is not available to inspection. No additional information is available. As reported, the outback elite (120cm re-entry) was used and punctured the vein causing a fistula. Additional information received indicated that the procedure performed was an elective interventional procedure/superficial femoral artery (sfa) intervention. The cause of the vessel perforation was reported to be the outback device. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). The products, or any of the other devices used with it, were not re-sterilized. No excess force was used during insertion. The access site was reported to be the femoral and pedal artery. The sfa target lesion was reported to be: occluded (the percent stenosis was not provided), calcified, and not tortuous. The target lesion was not pre-dilated. The device did pass through any acute bends or tortuosity which were described as slight tortuosity. There was no difficulty crossing the lesion or difficulty tracking through the vasculature. The device was removed intact. No anomalies/kinks/bends were noted on the device after it was removed. A covered stent was used to treat the perforation and complete the procedure. The patient outcome was reported to be a restored artery. No additional information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17668209 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The outback elite IFU lists vessel dissection, perforation, or injury as a potential complication associated with peripheral percutaneous interventional techniques. Furthermore, users are cautioned to always confirm visualization of the targeted distal vessel via contrast injection and fluoroscopy before using the catheter. Avoid contrast injection in the sub-intimal space. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.